Event description:
Recently, the radiologist developed cancer in his left upper arm. This radiologist performs pacemaker and implantable cardioverter defibrillator insertions in high volumes. This facility currently uses philips c-arms, but has also used ge c-arms in the past. Since this radiologist positions the c-arm adjacent to his left arm, there is a concern as to whether or not philips x-ray system may have played a part in a possible exposure -related cancer.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.